Event description:
The user facility reported that they had three angio-seal devices that malfunctioned during insertion. The angio-seal devices would not stay hubbed during insertion. Additional information was received on 02feb2024: the event occurred during one procedure. The type of procedure performed was a gi bleed. The blood loss was minimal. A 5fr terumo precision sheath was used for access. Manual pressure was held until hemostasis was obtained. Additional information was received on 13feb2024: the user did not have difficulty inserting the locator into the hub. The user succeeded in mating the locator and hub 3 times. There was audible click on mating 3 times. Each device was attached initially, once it was advanced into the patient it was disconnected, after that point all three would not reconnect. Each device was attempted 1 additional time. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The tip of the device would advance into groin and then become disconnected/pop off.

Manufacturer narrative:
A4: weight: 68.7 kg. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sourcing & procurement manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the devcie return date in section d9, to update section h3 and to provide the completed investigation. One (1) 6 french angioseal vip vascular closure device was returned for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update section h3 and to provide the completed investigation results. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.